Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not preforming the air removal step during the loading sequence. There was no adverse impact to customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.